Event description:
Medtronic received information that following the successful implant of this transcatheter bioprosthetic valve, the abbott perclose proglide suture device remained in the deployment position when the user put it in a neutral position, and could not be removed. A vascular surgeon surgically removed the device. There was no patient impact associated with this event. The valve remains implanted, and there is no allegation against any medtronic device. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).